Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this atrial lead had dislodged which was confirmed through x-ray. The physician opted to leave the lead as is and turned off the atrial daily measurements and reprogramming was done. The atrial lead was modified electrically. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.